Event description:
Initial report for this spontaneous case was received from a physician via a company sales representative on 02/06/2008, and reporter was confirmed as physician on follow-up call from uspv on two days later: a male patient, age unspecified, who was treated with poly-l-lactic acid ( sculptra) injections in 2007, came into the physician's office on monday (two days prior to original date) concerned about an acute onset of swelling, redness and fullness of his left malar cheek that had started 5 days before. (This side of the face had been done by another physician.) The physician reported that he can't feel any organized or indurated localized mass. Also, the physician reported that it is completely unilateral to the left cheek. The physician noted that the consumer had also reported a conjunctivitis, in at least the left eye, for which he is using an ophthalmic drop (not otherwise specified,) to treat. The physician reported, "my thought is that maybe he has an acute lymphedema secondary to the inflammation from the conjunctivitis and it may therefore be self-limiting." The physician reported that the consumer is "convinced that it is from sculptra." No additional medical information was provided. Poly-l-lactic acid lot number/expiration date not specified. A ptc has been initiated for this case. Additional information for poly-l-lactic acid injectable (sculptra) from product technical complaint report case dated 02/11/2008, received by uspv on 02/12/2008: batch record review was without hint to root cause. The review of the device history report (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. Without a complaint sample, no further investigation could be done. The investigation results show that this kind of event is not batch related. We recommend to address this kind of event to the medical affairs for their evaluation. Conclusion: no faults detectable.